Event description:
It was reported that, on an unknown date, the neonatal intensive care unit (nicu) and pediatrics do not use these pumps because they have had major air-in-line issues that if not caught by the registered nurse (rn) would have reached the patient and potentially introduce air into fragile kids. There was a patient involved and no human harm was reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.